Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they experienced hyperglycemia of value almost 600 mg/dl also insulin pump had compromised force sensor system error alarm. The customer blood glucose level was 260 mg/dl at the time of incident and the current blood glucose level was 97mg/dl. Customer stated they not used insulin pump right now. The customer stated that the insulin pump was unable to rewind. Troubleshooting was performed. The product will be returned for analysis.